Event description:
The customer stated that an initial elevated architect magnesium result of 7.6 mg/dl was generated. The sample was repeated and a result of 2.3 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.